Event description:
Revision occurred approximately 2 weeks after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 36 mm centered glenosphere and a 36 mm + 9 standard humeral cup explanted. These parts were replaced with a 36 mm centered glenosphere, 36 mm + 9 humeral stability cup, and 9 mm spacer.

Manufacturer narrative:
Revision occurred after 2 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.